Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 873mng/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that she changes the reservoir until the insulin pump alarmed empty reservoir. The customer stated that she wears the infusion set for four days. Advised the caller that the infusion set and reservoir needs to be changed every two to three days. No further information was provided.